Event description:
The facility reports that an electric shock was received by one of the contractors from the pipe work underneath the tub. The staff had initially reported a tingling feeling when filling the bath and the local contractor received a shock when he investigated this.